Event description:
It was reported that "eptopic pregnancy - consultant used reflex 16020 and punctured the iliac vein and iliac artery. Pt arrested and needed CPR. Had to perform vascular operation on iliac artery."

Manufacturer narrative:
We will file a supplemental report, as soon as our investigation has been completed.